Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported ER visit for hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
At 6:00 am, the customer was vomiting and had a blood glucose of 475 mg/dl. The customer's blood glucose reached 645 mg/dl with large ketones, and the customer was dehydrated. The customer's mother rushed her to the ER where she was monitored and hydrated with water. She was released 5 hours after admittance. The pod was worn between 1 and 1.5 days.